Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the atrial connector port of the pulse generator. The pulse generator was no longer used and a new device was implanted.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators a-connector and v-connector ports. The lead insertion force used to insert the lead was out of specification for this product.

Manufacturer narrative:
.